Manufacturer narrative:
Results: a sample was returned for evaluation. A visual inspection was done. Bd was able to confirm defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5205628. Conclusion: most likely root cause is valve failure at the gel dispense operation, as bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 5 tubes of the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure were missing gels. No serious injury or medical intervention reported.